Event description:
It was reported, episodes of oversensing due to noise resulting in inappropriate mode switching were noted on the right atrial (ra) lead. Technical support was contacted and recommended further investigation via provocative testing. No intervention has been performed at this time. The patient was stable and will continue to be monitored.